Manufacturer narrative:
Vyaire file identification: (B)(4). Logs shows that the blower temperature high alarm was triggered from 15/05/2018 x 5 which was unattended and on may 27,2018. Blower temperature too high alarm was triggered again which is unattended and on the following day alarm 316 starts to trigger. Repair was performed and complete calibration was done . Most probably, the blower damaged due to over temperature caused by blocked filter. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the blower failed on the device and an electric component was burnt. There is no information regarding patient involvement in this event.